Event description:
It was reported to boston scientific corp that a hydratome rx sphincterotome was used during procedure. According to the complainant, while removing the device from the packaging, it was noticed that the cut wire of the device was bent. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications as a result of this event.

Manufacturer narrative:
The device has not been received for analysis. At this time, it is unk if the product will return. If received, upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.